Event description:
Ground resistance reading was high.

Manufacturer narrative:
Technician found ground plug was loose. Technician replaced the plug and checked the resistance reading again and it was ok.